Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the ablation procedure in the left atrium faradrive steerable sheath clear was selected for use. It has been mentioned that after transseptal, sl0 sheath was replace with faradrive. The dilator and wire were also removal. Afterwards, a large amount of air was withdrawn when reverse bleeding was checked. The air was drawn into a 20-cc syringe throughout the reversal confirmation. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was discarded in facility.